Event description:
It was reported that during an arthroscopy procedure, the line (marked in red circle) of the scope bellow the autoclavable was loosen which caused blurry definition in monitor. The procedure was finished with a delay greater than 30 minutes using the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection of returned device found distal tip damage, broken lens, image cloudy and scratches on the needle. The reported malfunction was duplicated during functional testing. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an unintended use of the device. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.